Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# g86746545, lot w07j0399, expiration date 09/20/2015; part #g86747540, lot w06d2035, expiration date 04/27/2014; part g86747540, lot w07j0403, expiration date 10/01/2015. These parts are not approved for use in the united states; however a like device catalog # 86746545, 86747540, 510k # k042025 was cleared in the united states. The manufacture date for lot w07j0399 is 10/01/2007; the manufacture date for lot w06d2035 is 05/08/2006; the manufacture date for lot w07j0403 is 10/09/2007. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent spinal procedure at l5/s1. It was found that the screw was loosened at s1 two years post op. The revision surgery was performed two and a half years post op. S1 screw was removed. The fixation level was extended to sub s1. The revision surgery was completed successfully. The patient was doing well post op.